Event description:
Note: this report pertains to one of two resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2025. During the procedure, two clips were unable to deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was able to provide the upn and lot number of the suspect device; however, the lot number did not match and would not populate in the system. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.